Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was completed as planned by using the wired footswitch. It was reported to philips that the system's wireless footswitch was faulty. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found the status of the wi-fi (led) indicator on the wireless footswitch was flashing red and the color of the battery indicator was red, confirming problem with the wireless connection. To resolve the issue, fse carried out the configuration procedure. After repairs the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was faulty. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.